Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: during the use of the mz1000 system, the department of hematology at hunan children's hospital identified three instances where the side of the connector cracked, resulting in fluid leakage. In some cases, the cracking and leakage occurred on the very day of use, while in others, it appeared on the second day. The clinical staff suspect that the connectors suffer from a quality defect and request that the company investigate this matter and provide feedback. Additional information received from the customer: please confirm how the fault was identified? The leak was discovered during the infusion; the next day, after flushing the tubing, the infusion began leaking again, the customer service representative couldn¿t recall exactly how many minutes had passed. Please confirm the make and model of the connecting product(s) to the maxzero? A weigao infusion set with a screw-on connector was used, along with a bd pre-filled flushing solution. Please confirm what substance was being infused during the time of the event? Both chemotherapy drugs and general medications were administered was there any patient harm? Unknown was there an under infusion? Unknown please confirm if the sample has been disinfected, if so when and with what substance? It is unclear whether the physical devices were sterilized.